Manufacturer narrative:
A field service engineer was dispatched to the customer site. Haze/mist/vapor and odor/smell were confirmed. A corrective maintenance was performed and the catalytic decomp filter and oil mist filter were replaced. Unit meets specifications and was returned to service on (B)(4) 2015.

Event description:
A customer reported an event of a ¿haze" and "odor¿ emitting from the sterrad® 100nx sterilizer. The customer was advised to turn the unit off. An asp field service engineer was dispatched to assess the unit onsite. There was no report of any injury or human reaction. This event is being reported as a malfunction report subsequent to a serious injury.

Manufacturer narrative:
(B)(4). Additional manufacturer narrative: additional part replaced during service: vacuum pump oil. Asp investigation summary: the investigation included a review of the device history record (DHR), service history, failure mode and effects analysis (fmea), and system risk analysis (sra). The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release; the service history for this unit was reviewed for the past 6 months (01/17/2015 to 07/16/2015) and trending was not exceeded; the fmea revealed the risk priority number (rpn) is at an acceptable level; the sra shows the risk for exposure to toxic or corrosive material to be "low."; the catalytic converter was returned and tested. The catalytic converter exhibited a mist. The reason for return of the catalytic converter was confirmed; the oil mist filter was returned and tested. The oil mist filter exhibited an odor. The reason for return of the oil mist filter was confirmed; the vacuum pump oil was not returned for functional evaluation. The assignable cause of the odor/smells issue is the vacuum pump oil and catalytic converter. The assignable cause of the haze/mist/vapor issue is the oil mist filter. The field service engineer replaced these parts and confirmed the sterrad® 100nx was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue.